Event description:
On 2015-12-18 it was also reported that around (B)(6) 2015 the symptoms prior to the onset of the adverse event and before/during/after dosing included worsening of lower limb spasticity. The pump was replaced at the same time with report of leak at the battery. It was now reported that on (B)(6) 2015, the patient was discharged from the hospital. The attending physician¿s assessment noted a suspected catheter fracture. ¿illegible¿ examination was conducted during the procedure and it revealed the leak. The physician considers the possibility and could not be denied that looseness of the connecting part of the pump side catheter and spinal cord side catheter caused the event. The illegible information was requested for clarification in addition to clarify if the battery had leaked itself or if the known catheter leak was near the battery/pump and therefore the pump was also explanted. On (B)(4) 2016, additional information was received to clarify the comment of leak at the battery. The health care provider noted they had made a mistake and that the leak at the battery meant because of the battery life. They did not believe the pump to have a problem and so the pump was discarded. Should additional information be received a supplemental report will be filed.

Event description:
On 2016-01-21 additional information was received which clarified the evacuation year of the patient's previously reported hematoma. The hematoma evacuation occurred on (B)(6) 1994. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath: explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Please note that information pertaining to this event had also been previously captured in manufacturer report # 3004209178-2015-22337. The information previously filed was: information was received from a healthcare provider in regards to a patient who was being treated with gabalon intrathecal therapy via an implanted pump. Daily dose was administering 280 mcg/day and continuing. The concentration was unknown. The date of implant was unknown. The pump's indication for use (IFU) was listed as spinal cord injury. Past history/history of adverse reactions were reported as none. The patient had no concomitant medications. On (B)(6) 2015, the patient had decreased effect that was observed for the patient who was scheduled to undergo a pump replacement procedure. Therefore, fluoroscopy was performed on (B)(6) 2015 and confirmed that the pump side of the catheter had been fractured. A catheter x-ray study was completed showing a leak. Pump operability test and a rotor test were not performed. The pump and catheter were explanted and replaced on (B)(6) 2015 and the event was resolved. There were no patient complications other than the event of effects decreased. The adverse event was assessed as serious and required hospitalization. The patient recovered from the adverse event with outcome on (B)(6) 2015. There was no causal relationship to the pump, investigational drug, or procedure; there was causal relationship with t he catheter. The attending physician assessment noted that 13 years had passed since the pump system implant as a clinical trial, and the physician therefore requested to confirm whether the catheter damage was caused by physical impact or normal deterioration. Additional information from the healthcare professional (hcp) indicated that the test confirmed that there was a rupture along the proximal catheter. Following the replacement on (B)(6) 2015, the situation improved and the patient recovered. The patient experienced no health damage other than effect reduction. Additional information was requested to clarify concentration, lot number, return status, and model serial of the catheter. If additional information is received, a follow up report will be sent. Any additional information received pertaining to this event will now be captured within this current manufacturer report #3007566237-2015-03286.

Event description:
On (B)(6) 2016 additional information was received from the health care representative via a company representative (rep) indicated the injury high level was confirmed to be "t8" rather than previously reported t2. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
On 2016-01-12 additional information was received from a healthcare provider (hcp) via the representative which now noted that a catheter rupture was suspected; in the fluid passage examination during the procedure. The physician assessment now noted there were no clear leaks; after conducting a detailed examination, it was discovered that the catheter was not broken. However, still as previously reported, the possibility of the cause being looseness in the connection between the pump side catheter and the medullary cavity catheter could not be ruled out. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received on (B)(6) 2015 from a health care provider which noted the patient's underlying disease was a spinal cord damage/spinal cord vascular damage and the primary site was t2. Surgical history included evacuation of "illegible," hematoma on (B)(6) of an undisclosed year. There was no allergic, alcohol, smoking, or adverse drug reaction history. No concomitant therapies. The patient received gabalon intrathecal 0.2% at a daily dose of 280 mcg/ml in simple continuous mode starting (B)(6) 2012 and this was reported as continuing. The onset of decreased effect with increased spasticity in the lower abdomen which occurred on (B)(6) 2015 and deemed as not serious. On (B)(6) 2015 the patient was hospitalized. The catheter x-ray study was performed on (B)(6) 2015 with abnormal findings as previously reported. The physician's assessment also included that a catheter rupture was suspected, so "illegible" and leakage became apparent. After conducting a detailed examination, the possibility of the cause being the looseness of the connection between the catheter "illegible" pump side catheter and the medullary cavity catheter could not be ruled out. There was no investigational drug change but on (B)(6) 2015 the pump and catheter were replaced. The pump was also replaced as there was report of no battery remaining. The patient's outcome was reported as recovered as of (B)(6) 2015 as the patient's spasticity improved after the replacement and the patient was discharged on (B)(6) 2015. This was reported as unrelated to the investigational drug, pump, catheter, programmer, and procedure. Additional information has been requested for the illegible information. Clarification of the relationship of the catheter as this was reported previously as related to the catheter and now not related to the catheter, and pump battery details. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis revealed that only a portion of the catheter was returned. There was a slice cut seen on the pump connector and an a brasion seen on the catheter body. The slice but may have occurred at explant. There was no leak noted during pressure testing of this returned catheter portion. Analysis concluded the returned portion of the catheter noted pump connector which was damaged at explant.

Event description:
Information was received from a company representative who indicated that the dose of gabalon intrathecal was 280 mcg/day. The lot number was unknown and the model/serial number of the catheter was also unknown. The explanted product was to be returned to the manufacturer. Should additional information be received a supplemental report will be filed.

Event description:
On (B)(6) 2016 information was received from the representative who confirmed there was a relationship to the catheter. It was unknown as to why the physician decided to change the pump and that it might be a normal battery depletion but there was no further information about the battery provided. There was no further information provided regarding the illegible information. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider in regards to a patient who was being treated with gabalon intrathecal. The patient's pump was for therapy of spasticity. The indura catheter leak was found when up to present since the reported product was started to use for a clinical test. Enough effects were not observed, poor effect, even though the drug was increased. As a result, a catheter contrast study was performed on (B)(6) 2015. The catheter study confirmed that the drug leak occurred from the reported catheter in the pump side around the lateral region of the abdomen/near the center of the proximal catheter just in an area around the flank. The catheter was replaced on (B)(6) 2015. The explanted catheter in the pump side was a clinical test case and therefore, the physician requested whether damage was done to the catheter caused by physical impact or if it was normal deterioration. Analysis was requested by the physician. The serial number of the catheter was unknown. Additional information was requested for the pump and catheter serial numbers and medication information (concentration, dose, and lot number). Should additional information be received a supplemental report will be filed.